Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was stage four lung cancer. The caller stated that the customer had kidney disease, urinary tract infection, cardiac arrest and some brain damage. The caller did not know the customer's blood glucose at the time of death. However, the last recorded value was 158 mg/dl on (B)(6) 2015. The customer was not wearing the insulin pump at the time of death. The caller stated that the device was removed by hospital staff either (B)(6) 2015. The customer had sensors but had not used them for a while. The caller stated that the insulin pump has been given away and is not available for return. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.